Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was emitting beep tones. Interrogation revealed high out-of-range shock impedance measurement on the right ventricular (rv) lead. The impedance measurements increased gradually and as such the device was reprogrammed and remains in service. No surgical intervention was performed and the patient will be monitored. No adverse patient effects were reported.